Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio2 meter was reading inaccurately high compared to another meter as well as their feelings and/or normal readings. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy first occurred on (B)(6) 2016. At this time the patient obtained blood glucose readings of ¿215 and 204mg/dl¿ with the subject meter respectively, and ¿95 and 69mg/dl¿ on another meter respectively within 30 minutes of one another. The patient also stated that the subject meter results were higher than their feelings and/or normal results. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that 10 days after the alleged product issue occurred they developed the symptom of ¿hallucinations¿. The patient stated that on (B)(6) 2016 they had visited their doctor¿s office at 12:30pm, however did not elaborate on the reason for this visit. The treatment, if any, which was received during this visit was not specified. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution to walk through a retest. The products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.